Event description:
The pt vomited, aspirated, and arrested. A code called and when the code team arrived the pacemaker on the life pak would not work despite two (2) attempts to use the same . The pt was transferred to ccu and a different life pak used. The pt expired 36 minutes after the code was called. An autopsy listed cause of death as being respiratory arrest. When clincial engineering tested the pacemaker it displayed an error code reading "pacer output low" followed by "pacer failure".